Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9337405, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03. Medical device lot #: 9337406, medical device expiration date: 2024-11-30, device manufacture date: 2019-12-03. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided material number 301035 and lot number 9337405. The review did not reveal any detected abnormalities during the production process that could have contributed to these defects and all quality tests were found to be within specification. To aid in the investigation, five physical samples were received in a plastic bag with a label identifying them as 301035, lot# 9337405 and quantity 5. The samples were visually inspected with a 10x magnifier lens. No scale marking issues were observed or any other imperfection of the barrel and plunger rod. A device history record review was completed by our quality engineer team for provided material number 301035 and lot number 9337406. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: based on the investigation and with the samples analysis the symptom reported by the customer could not be confirmed. Root cause description: based on the investigation results, the sample received did not show the symptom reported by the customer and an exact cause for this incident could not be identified. Rationale: there are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ luer-lok syringes from lots 9337405 and 9337406 had incomplete scale print and "cloudy" discoloration of the plungers. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the reason of this email is to ask your support on some syringes defects we have noticed on 2 lot numbers (9337405 & 9337395). The quantities are a lot compared to what every month is reporting. Currently we have approximately 30,000 pieces on stock from lot number 9337405 which is being sort 100% on production area. We took a sample of 80 pieces from warehouse in which these defects were found: incomplete scale print. Marking on syringe (this defect is the one that is present on almost every syringe and is the main concern at the moment). 2 pieces with cloudy condition in the syringe plunger". "Additionally we have from lot number 9337405 the quantity of (B)(4) pieces and lot number 9337406, (B)(4) pieces."